Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any other anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to implant the right ventricular lead (rv) however, was unsuccessful. It was noted that the helix could not effectively be screwed in. The lead was removed and replaced. The patient was in stable condition.